Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed a battery repaired. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: (B)(4) additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full name of the initial reporter that is abbreviated is (B)(6) .

Manufacturer narrative:
Type of investigation not yet determined: (B)(4) additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed a battery repaired. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) needed a battery repaired. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10/3233) the customer had reported that the battery was not charging; the customer ordered the battery and when the battery arrived they inserted that new battery into the unit and the battery was charging properly. A getinge field service engineer (fse) evaluated the iabp unit at a later date and confirmed that the batteries were charging appropriately, and the unit ran properly under the battery power. The fse performed calibration and returned the unit for clinical usage.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions).